Event description:
A customer with average skin color came to tan for 20 mins. Called 3 days later to report she had suffered 2nd to 3rd degree burns. She reported that 3 hrs after she had tanned she was showing a little color. 2 days after tanning went to the emergency room suffering or claiming she had received 2nd and 3rd degree burns. She also said that she received the burns everywhere on her body except for her legs.